Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that during a labrum repair a ar-3638 fibertak broke when the surgeon pulled the suture through. It was replaced and the same event occurred a second time. All was retrieved. The surgeon used push-locks to complete the case. The patient is fine to date.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.